Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. Address 2: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The issue occurred during inspection for use and there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4, g4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the plug unit was damaged, causing the screen to become noised. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.